Event description:
Patient revised for osteolysis, polyethylene wear of insert and patella; and loosening of femoral and tibial components. Revision surgery found loosening at the bone/cement interface.

Manufacturer narrative:
Examination of the submitted patella component confirmed anticipated wear for a polyethylene device implanted for approximately 9-1/2 years. A search of the complaint database did not show any other reports against the lot code. The investigation did not find any evidence of product failure or product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.